Event description:
Jjpi rec'd user facility report #090000419990001 describing an event that involved 2 perforators and 3 holes. The perforator which is the subject of this medwatch report was reported to have failed to stop when through bone. Dura intact. M.d. Felt he was through bone and stopped perforator. No adverse sequella refer to MFR report no. 1219655-1999-00052 for info concerning the first perforator involved in this event.